Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an alarm and insulin squirting during the manual prime. Troubleshooting was performed. Found that the drive support cap was protruding. The customer stated that she has not pressed on it. Advised the customer that the insulin pump would be replaced. Nothing further was reported.